Event description:
It was reported that the bone cement became warm after only about 3 minutes, and after 8 minutes the cement was completely hardened. Due to the experience of the surgeon and the surgical technique used, the cement could still be used temperature in the operating room approx. 21°c, the cement was not stored near a heat source. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This is a combination product (B)(4). This follow-up is to relay additional information. The product analysis can't be performed as the product was not returned. No other complaint on cement paste too short setting time was recorded on the batch since ever, and 4 others complaint on cement paste too short setting time was recorded on the reference from (B)(6) 2018 to (B)(6) 2021. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This is a combination product cmp-(B)(4). Event occurred in germany. This is a combination product. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the bone cement became warm after only about 3 minutes, and after 8 minutes the cement was completely hardened. Due to the experience of the surgeon and the surgical technique used, the cement could still be used temperature in the operating room approx. 21°c, the cement was not stored near a heat source. No adverse events have been reported as a result of the malfunction.